Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampax is broken and left in the body-vagina [foreign body in reproductive tract]. Tampax is broken [device breakage]. Case description: consumer reported that the tampon broke. No serious injury was reported.